Event description:
Boston scientific received information that this left ventricular lead became dislodged. The dislodgement was noticed under fluoroscopy during the placement of a superior vena cava port. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient passed away approximately four years later. There was no additional information linking the lead to the patient death.